Manufacturer narrative:
Investigation confirmed the surgical case was completed with screws that deviated from the plan. The screws were repositioned intra-operatively to new trajectories without use of the excelsius gps system. The user technique resulted in poor registration. The system alerted the user to a shift in the registration. The user chose to continue with the shifted scan.

Event description:
It was reported that two pedicle screws were not placed according to the screw plan at the ls level. Intra-operative imaging showed that the screws were placed through the superior endplates and borders of the pedicles. The screws were removed and placed without use of the system.